Event description:
It was reported that the customer had normal blood glucose levels of 104 mg/dl. The customer reported a no delivery alarm from the insulin pump during priming. Troubleshooting was done. The customer reported that the no delivery alarm was resolved by a complete infusion set change. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).